Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door hinge was found to be broken, and the glass door was cracked.there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 4 had broken plexiglass and hinges. A field service engineer tower door 4 due to the damage, installed the new door, secured it to the tower chassis, and conducted testing, which confirmed successful operation with no further issues. The system functioned as intended after the field service engineer repaired the device.